Event description:
The facility returned the device for service. During service testing, the baxter repair technician found a fail code 570:320:844:0000 in the event history. The hospital representative stated that there were no reports of patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary:the reported issue of fail code 570:320:844:0000 was confirmed. Inspection of the device revealed that this fail code was caused by main batteries discharged to a damaging level. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.